Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy for fluid removal with a prismaflex m100 set. During treatment the nurse noticed a blood leak, the replacement pump segment became disconnected from the support plate of the set. Treatment was discontinued and the blood in the extracorporeal circuit was not returned to the patient. There was no serious injury to the patient and no medical intervention to preclude serious injury.